Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient's left hip was revised due to limb length discrepancy and pain. Rep reported that no devices were observed to be loose or broken. Patient was revised to a restoration modular stem, a ceramic head, and an adm/mdm liner construct.